Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) . After additional review, it was discovered that the manufacturer report number for this report was assigned incorrectly. A new report has been submitted with the correct manufacturer report number. Please reference MDR 2521402-2024-00056.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available.

Event description:
According to the event description: one occasion where the line disconnected from the blood pump portion of the tubing during priming. No patient complications were reported as a result of this event.